Event description:
It was reported that this event involved a femoral insertion. The physician found that while removing the spring wire guide (swg) from the catheter, the swg split into two pieces. The physician also reported that the pt moved his leg the same time as the swg was being removed. One portion of the swg fell into the pt's bed. As a result, an x-ray revealed there was no swg found inside of the pt. There were no reported pt complications.

Manufacturer narrative:
Follow up report will be filed if add'l info becomes available.